Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a cgm inaccuracy compared to blood glucose meter on(B)(6) 2014. Patient did not report any injury or medical intervention at time of contact with dexcom technical support.